Manufacturer narrative:
There was no donor involved in the incident. The display cable/signal was not returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined.

Event description:
On (B)(6) 2020 haemonetics was notified of a pcs®2 plasma collection system display cable/signal being burnt.